Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was getting a button error alarm on the insulin pump. Customer's blood glucose was 41 mg/dl at the time of the incident. Customer stated that she has been eating stuff and feels fine. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.